Event description:
It was reported by the patient, that the usb port was broken, making it difficult to charge. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting. The case was then closed by cts.